Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery with heavy tortuosity and mild calcification. A 3.0 x 20 mm rx trek balloon dilatation catheter (bdc) was advanced over a non-abbott guide wire to the target lesion. Dilatation was successfully performed. The bdc was retracted but became stuck with the non-abbott guide wire. Both devices were removed as a single unit. It was noted after removal, the bdc was able to be removed from the non-abbott guide wire. The target lesion was treated with unspecified stents, ending the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.